Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The samples are not available for evaluation. The customer resolved the issue over the phone while speaking with a quality associate. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter of multiple instances of no flow, exact amount unknown. The sets would not prime. This incident occurred with the interlink continu-flo solution set. The customer admitted that they did not invert and tap the check valve per label copy. When inverting and tapping the check valve the sets would flow fine. The customer also admitted that they did not read the label copy when priming the sets. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.